Manufacturer narrative:
Correction to previous supplemental bsc aware date.

Event description:
It was reported that this electrode exhibited noise, oversensing, and inappropriate shocks which occurred in different episodes. The lead was tested, and the noise was able to be reproduced with patient movements. There were no high impedance measurements, and capture was confirmed in all sense vectors. The device was reprogrammed to a different vector, and the patient would continue to be monitored. No adverse patient effects were reported. The electrode remains in service. Additional information was received which reported that this electrode was later explanted and returned for analysis. No additional adverse patient effects were reported. This report will be updated upon completion of analysis.

Event description:
It was reported that this electrode exhibited noise, oversensing, and inappropriate shocks which occurred in different episodes. The lead was tested, and the noise was able to be reproduced with patient movements. There were no high impedance measurements, and capture was confirmed in all sense vectors. The device was reprogrammed to a different vector, and the patient would continue to be monitored. No adverse patient effects were reported. The electrode remains in service.

Manufacturer narrative:
Correction to previous supplemental bsc aware date. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 7.0 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise, oversensing, and inappropriate shocks.

Event description:
It was reported that this electrode exhibited noise, oversensing, and inappropriate shocks which occurred in different episodes. The lead was tested, and the noise was able to be reproduced with patient movements. There were no high impedance measurements, and capture was confirmed in all sense vectors. The device was reprogrammed to a different vector, and the patient would continue to be monitored. No adverse patient effects were reported. The electrode remains in service. Additional information was received which reported that this electrode was later explanted and returned for analysis. No additional adverse patient effects were reported. This report will be updated upon completion of analysis.

Event description:
It was reported that this electrode exhibited noise, oversensing, and inappropriate shocks which occurred in different episodes. The lead was tested, and the noise was able to be reproduced with patient movements. There were no high impedance measurements, and capture was confirmed in all sense vectors. The device was reprogrammed to a different vector, and the patient would continue to be monitored. No adverse patient effects were reported. The electrode remains in service. Additional information was received which reported that this electrode was later explanted and returned for analysis. No additional adverse patient effects were reported. This report will be updated upon completion of analysis.